Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735772, product ID: 9735825. H3, h6: a manufacturer representative went to the site to test the navigation system. It was reported the cable and em breakout box (bob) was replaced. Codes b01, c13, and d02 are applicable. The case part em intfce 9735825 was received but is currently pending analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during a planned maintenance (pm), the manufacturer representative (rep) found there was damage on the cart to camera cable and an em emitter and breakout box (bob) were not functioning. There was a localizer faulted message. The emitter was in good condition and the cable of the bob was very loose. The yellow fault light emitting diode (led) was illuminated. During troubleshooting, the rep indicated a known working bob and side emitter functioned as intended. The faulted bob and side emitter did not function with another system on site. There was no patient involvement. It was later reported that the issue was only with the cable. The connection from the cable to the breakout box was loose. It was suspected that it had been twisted enough to break the cables.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, serial/lot #: (B)(6):- and product ID: 9735825, serial/lot #: (B)(6):- h2-3) the electromagnetic (em) interface was returned to the manufacturer for evaluation. After functional testing and visual/physic al examination, the reported issue was confirmed. The results of the analysis concluded that the returned em interface faulted immediately. None of the leds were illuminated except the amber fault led. Ports were not functional and localizer status displayed faulted. Em interface was unable to connect to the em test. The em interface had electrical failure. Codes: b01, c02, d02 h2-3) the electromagnetic (em) interface was returned to the manufacturer for evaluation. After functional testing and visual/physic al examination, the reported issue was confirmed. The results of the analysis concluded that all ports showed green status. After about 10 minutes, ports 4, 5, and 6 faulted. The em interface had electrical failure. Codes: b01, c02, d02 h2) please see section d9 for when the devices were available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.